Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no observed device deformation that could have contributed to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance to the IFU. The event may be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of water feeding function¿ ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - no delay in the start of pre-cleaning - the air/water nozzle was flushed with water and air - no abnormalities in the accessories used for reprocessing - the air/water nozzle was flushed with detergent solution - wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges - yes olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. In addition to evaluation in b5, bending section cover had a scratch. The adhesive on bending section cover had a chip. Adhesive on bending section cover had white-clouded area. Due to a dent on channel tube, forceps could not be inserted smoothly. Adhesives around objective lens had white-clouded area. The adhesive around the light guide lens was peeled. Due to damage on charge coupled device unit, the image had roughness. Paint on air/water cylinder was peeled. Paint on suction cylinder was peeled. Image guide protector had a scratch. Scope connector had a crack. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the visera elite xenon light source had a panel light flashing. The reported problem was found during a therapeutic intrauterine resection procedure. The facility finished the procedure with the same device. There was no delay, no death, injury, or harm associated with the event. The patient was not under sedation when the event occurred.